Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered multiple boluses without user input. The customer's blood glucose (bg) level was in the 40's mg/dl. Customer consumed sugar to address bg. Review of the pump data logs by the tandem quality engineer verified that the alleged issue did not occur and that the pump was functioning as intended. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.